Manufacturer narrative:
The reported events of no magnet response, no radiofrequency (rf) telemetry and no low voltage (lv) output were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported the device is included in the assurity, endurity inhomogeneous epoxy mixing advisory issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. It was noted that remote transmissions had ceased since 2025 and the implantable cardioverter defibrillator (ICD) could not be interrogated using a wand or after repositioning a magnet several times, and no pacing was observed. The patient was asymptomatic. The pacemaker was explanted and replaced. The patient was stable.